Event description:
Device issue: none. Time of malfunction: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the profunda femoris artery after an unspecified procedure. Reportedly, two days post procedure, the pt felt a "pop" in the groin and groin bleeding occurred. When the pt arrived at the urgent care, a hematoma had developed. The hematoma was surgically treated and the artery was sutured to achieve hemostasis. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4) - pt selection. Off label use. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.